Manufacturer narrative:
(B)(4). (B)(6). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the device be returned for eval.

Event description:
The customer reported occurrences in l&d with the male luer on the primary set-to-mx4450 stopcock connection becoming loose resulting in a fluid leak and "blood let". The leaking occurs between the end of the primary set and the beginning of the extension set even after the rn has verified a proper connection. No pt harm or medical intervention reported. Although requested, no additional pt or event details provided.